Manufacturer narrative:
Pending.

Event description:
Customer reports bleeding. Date: (B)(6) 2011, inratio: 3.8. Patient adjusted coumadin dose according to doctor's instructions after her 3.8 result. Her lip started bleeding while she was eating a sandwich at 2:00pm her time; she called in about 4.5 hours later and bleeding had just stopped. Target therapeutic range is 2.5-3.5.